Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
(B)(6) customer received a blood glucose reading of 33.3mmol/l at 6:00pm, but stated he was unable to find it in the meter memory. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to the customer.

Manufacturer narrative:
Review of the returned meter memory did not find any 33.3 mmol/l result at 6 pm on 8/26. All the results for all tests performed in-house were stored in the meter memory. Since the allegation of missing results in memory was not confirmed, it may be possible the customer was using another meter when they got the high result. .